Event description:
Event description guidant received information that this transvenous implantable lead exhibited noise, which was oversensed and resulted in pacing inhibition. All impedance measurements were normal.